Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the technical support engineer (tse) and reported that when the surgeon was doing guided tool change on arm 3 with a needle driver, the guide showed the instrument being at the target, when in reality it was actually about an inch away. Surgeon was concerned and wanted system to be inspected. The customer then used a different needle driver instrument on arm 3 and there were no issues. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter was present during the procedure and said there was non intuitive motion as the instrument was off by an inch from the guide. The customer then used a different instrument and then there were no further issues noted with guided tool change for the rest of the procedure. The issue with guided tool change was not noted on further procedures.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by failure analysis (fa) team and the reported problem could not be confirmed in the field logs nor was replicated. Guided tool change (gtc) function worked normally during fa. The unit also passed fiber power, sine cycle, carriage strength, insertion low/high speed friction, weighted insertion friction and yaw/pitch torque ripple tests. Upon conducting a visual inspection, no factors were identified that could have contributed to the reported event.

Event description:
Refer to h11 for follow-up information.